Event description:
It was reported that a pt was connected to a haemodiafiltration machine with the device in-line. Approx 45 mins later the nurse returned and noticed fluid on the floor and the device to be leaking. Differential weighing of the pt revealed that the pt had lost 700g of pt's reference body weight. There was no decrease in arterial pressure noted at this time, however, when the pt returned to bed after being weighed (approx 100kg) this slight fall in arterial pressure was noted but it had no adverse clinical effect on the pt.